Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device was received for evaluation. During functional testing, the reported issue was reproduced. Flow rate accuracy testing was performed with results not within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the pressure plate travel. The pressure plate travel will require adjustment to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not administering the correct amount of fluids during therapy. The facility health technology management department tested the pump. The pump did not pass the volume delivery test. There was no report of patient injury or medical intervention associated with this event. No additional information is available.